Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the modular stem, head, liner were removed. The stem was replaced with a zimmer 8' stem + 36 head. He used a (B)(4) for a new insert, he left a cup in.